Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted five days later, due to excessive vaulting. Subsequently, the patient experienced uncontrolled elevated iop. Narrowing of the angle, angle closure and shallowing of the anterior chamber. Paracentesis wound was opened. The patient has permanent mydriasis, with glare symptoms and light sensitivity. The patient's current bcva is 20/25.

Manufacturer narrative:
(Secondary surgery), (permanent mydriasis), (glare), (light sensitivity), (excessive).